Event description:
After zero-balancing, the catheter remained at the ventricle. User checked that there was no excessive bend of catheter during its insertion, and that great care was taken for the terminals handling. The catheter and main unit were connected again at the intensive care unit after the operation, and from -9 to -10 was displayed as intracranial pressure. User checked the waveform with a monitor. The waveform had not been frequently found while -10 was displayed. After 309 hours, the indication of "ventrix" was from 5 to 15. After 7 days, the catheter was removed, and the pressure reading was -10 at the atmospheric pressure.